Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer stated they did not receive replace battery now alarm. Customer tried using a new aa lithium battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.